Event description:
It was reported that when using the bd pyxis¿ medflex 1000 drawer 6 was stuck/jammed when attempting to issue medication. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 was stuck/jammed when attempting to issue medication. The technical support specialist remoted into the station and attempted to locate drawer 6, but it did not open. The tss performed cycle counting and advised the pharmacy technician to tug and wiggle the drawer, which then opened. The tss checked adjacent drawers and found an obstruction in drawer 7 and removed the obstruction, after which drawer 6 opened without issues. The nurse logged in and successfully issued the item. The system functioned as intended after the technical support specialist repaired the device.